Manufacturer narrative:
Additional information received on 15 march 2017 and includes: during the revision surgery, the surgeon noticed that the implant were well fixed but the patient muscle pain is probably due to a missing lateralization of the implants. On 31 march 2017 the medical affairs director performed a clinical evaluation and commented as follows: revision of cementless tha in a young woman few months after primary. According to report, both stem and cup were well fixed. Pain was likely caused by biomechanical articular problems possibly caused by the final positions of stem and cup as well as by muscular impingement (according to report). The only available image is the postoperative picture and therefore no comment can be made on the evolution of the artificial joint. The cause for this revision is not to be sought in defective devices. Batch reviews performed on 05 april 2017. Lot 163089: (B)(4) items manufactured and released on 31 august 2016. Expiration date: 2021-08-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup cc trio acetabular shell no-hole ø 48, code 01.26.45.1148, lot. 154817 (k122911), approx (B)(4) items manufactured and released on 23 november 2015. Expiration date: 2020-11-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery for mechanical pain to the hip. The implants were well fixed to the bone. The surgeon suspect that the pain is due to missing lateralisation of the hip causing muscles pain to the patient.

Manufacturer narrative:
On 29 may 2017 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the pieces were analyzed. The stem showed a ha coating almost totally absorbed, in particular proximally. There was also a fibrotic tissue on the body and signs and grooves on the neck due to the extraction from the femur during the revision. The ceramic ball head showed a sign on the spherical surface, probably occurred during the extraction. From the pieces it is not possible to determine with certainty the root cause of the event.